Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue: patient states in the past 18 months she is now on her 3rd pump, requesting a 4th. States when she went to bed sunday night at 10:00pm, (B)(6) 2013, her pump showed having 10 units remaining. States during the night she received an occlusion alarm, states she primed with 1.6 units, when she woke up at 10:30am monday, (B)(6) 2013, the pump showed 8 units of insulin remaining. Bg were running 469 mg/dl and 394 mg/dl at this time, patient did not report any symptoms, did not allow cst representative to ask questions/troubleshoot. Patient states she did not change out site/set/cartridge, states she was able to prime, therefore, there was nothing wrong with the tubing. Advised patient if she was able to prime, more than likely an issue with the site. Patient did not allow cst representative to continue speaking. The bg excursion does not meet the criteria of an adverse event. This complaint is being reported because the reported inaccurate delivery issue was not resolved with troubleshooting. Should this be f/up to or merged with (B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 03/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2014 with the following findings: the meter was not returned with the pump. During investigation, the pump history was reviewed and showed that daily insulin delivery totals correctly reflected the user's programmed basal rates. A flow accuracy test was performed and the pump was found to be delivering insulin within the required specifications. The issue of inaccurate delivery was not able to be duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.